Event description:
The end user reported that she has open wounds to peristomal skin within one quarter inch of stoma. One wound is located at the five o'clock position and the other is located at the ten o'clock position. The wounds are 13-25mm in size. On (B)(6) 2014 the end user was seen by her gastroenterologist and (B)(6) 2014 the end user went to the wound clinic where she was diagnosed with a pressure ulcer related to her parastomal hernia. A biopsy is planned to rule our cancer. (Date and results not provided) discussed use of convex inserts and encouraged end user to measure stoma.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.